Manufacturer narrative:
Upon receipt for analysis, a thorough evaluation of the lead was performed. Visual inspection revealed body fluid in the insulation and lead body. Additionally, analysis found the suture tied directly through the lead at 156-161 mm from the terminal pin. As a result, the suture prohibits the conductor coil from rotating past that location and torque is unable to be transferred to the tip of the lead for proper extension and retraction.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. During the explant procedure the rv lead helix would not retract. Additionally, when the lead was completely removed from the patient the helix would not retract with a connector tool or a fixation tool. There were no additional adverse effects reported.